Event description:
During a davinci robotic assisted laparoscopic prostatectomy, the robot started alarming and an alert came on saying there was a recoverable error. Attempted to override the fault, unsuccessful, troubleshooting process/ undock done per rep instructions, also robot shut down and attempted to restart. The robot restarted, but the fault would not allow it to be homed, which made it impossible to continue the case robotically. Surgeon had to do an open prostatectomy.